Manufacturer narrative:
The related medwatch report number 2300380000-2024-8005 was included in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock adapter of a clearlink system secondary medication set broke off. This issue was further described as, "slip tip portion of intravenous line (IV) secondary tubing broken off in main line IV tubing line". This issue occurred while disconnecting the tubing from the main intravenous line during antibiotic administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.